Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a break in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy which caused peritonitis. The patient attempted to do therapy without having proper training. The patient was hospitalized for the event. The patient was treated with an injection of reflin (1 mg) and an injection of fortum (1 mg) (routes and frequencies not reported). The outcome of the event was not reported. No additional information is available.